Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a valve-in-valve procedure in a patient with a 27mm non-edwards aortic root prosthesis, the 26mm commander delivery system balloon ruptured during valve deployment. The valve was stable. The commander was removed from patient into the sheath without any resistance/issues. A new 14f sheath was inserted and a 24mm true balloon was used to post dilate the 26mm sapien 3 ultra valve. Results were optimal without any patient injury. The patient was discharged to recovery.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. Imagery and 3mensio report were provided and the following was observed: balloon radial tear burst at the working length of the inflation balloon. Calcification was noted in the annulus. The complaint for balloon burst was confirmed from provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. However, no manufacturing non-conformance was identified during the imaging evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per reported information "there was significant calcium in the landing zone". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.